Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. There was a slight bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. A 0.035-inch guidewire was unable to be backloaded past the distal end of the inner member shaft due to meeting severe resistance. On retraction of the capsule via the rotation of the actuator, the returned valve deployed with a crown overlap. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a flattened section visible to the distal end of the inner member shaft where the guidewire initially met severe resistance. The 0.035-inch guidewire was able to be backloaded through the dcs on the second attempt with resistance noted at the flattened section of the inner member shaft following deployment of the returned valve. The reported event for interaction issues with guidewire could be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29; serial: (B)(6); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a non-medtronic guidewire encountered significant resistance and would not cross through the wire lumen of the delivery catheter system (dcs). As a result, a new system with a new valve was utilized.